Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that 2 sensors were not able to work in the serter. One sensor would not insert and the other got stuck in the serter. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that 2 additional sensors may have been reported relative to sensor glucose and blood glucose but no further information was provided. The customer was advised that the device would be replaced.